Manufacturer narrative:
(B)(4). The device was manufactured in 2007. The actual device was not available for evaluation, though a device history record review and a service history review were performed. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events that were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) experienced a high drain alarm during therapy. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The home patient (hp) could not recall any details regarding the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice was not available for evaluation. A device history record review and a service history review will be performed. If additional relevant information is received, then a follow up report will be submitted.